Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited several noise reversion episodes on the v egm channel. The noise was reproducible with isometric movement. The programming of the pulse generator was changed to unipolar and the problem was resolved.